Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Based on the available information, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, patient, pharmacological, and clinical factors including comorbidities may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical study site that the patient hospitalized for a catheterization on (B)(6) 2016 and had positive blood culture, which indicated they had a bacterial infection. It was stated that intravenous (IV) drug therapy was given. It was further stated that the site reported that the event was not device related. Patient was stated to have been discharged. No additional information available.